Event description:
It was reported to tyco healthcare/kendall on june 16, 2006, that a customer had a problem with a foley catheter. The nurse manager reports that one of the balloons popped on the catheter while doing a test fill before putting it into the patient.